Event description:
Our affiliate reports that during a knee procedure, the distal portion of a sheath inserter broke off into the bone tunnel and remains therein. The surgeon used a bio-intrafix screw to fixate the repair. The case was concluded successfully without further issue. There is no report of pt harm.

Manufacturer narrative:
Nothing has yet been rec'd there at mitek for eval. When the complaint device is rec'd it will be subjected to a failure analysis, and the results of the evaluation will be reflected in a follow up report.